Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use also address setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) per the instructions for use (IFU): serious and life threatening adverse events, including death and bleeding have been associated with use of this device as outlined in the instructions for use (IFU). The IFU indicates that anticoagulation should be individualized for each patient. While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. The company is seeking this information through the event investigation. (B)(4). Device is not available for return.

Manufacturer narrative:
Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. Stroke/neurological dysfunction is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke. Log file analysis: a review of the controller log files associated with the event confirmed the reported increase in trending power. Starting 06/25/2015 there was an increase in power consumption to above normal power consumption. Waveform trends of this nature may be indicative of a thrombus event or change in patient state. A review of the device's manufacturing records indicated there were no ncmrs generated that could be related to the reported event. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. The device, (B)(4), was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the reported event. Clinical factors that may have contributed to the reported event and patient outcome include the patient's the iatrogenic correction of coagulation resulting in recurrent pump thrombus. The medical team reportedly had difficulty controlling the patient's anticoagulation and as a result inr levels fluctuated from 5.2 on admission to 1.7 during the patient's hospitalization. The most likely root cause of the reported event and patient outcome was the patient's uncontrolled anticoagulation which lead to the development of device thrombus and eventually hemorrhagic stroke. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) by the vad administrator that approximately one week before this event, the patient received 1 ampule of konakion from a physician on call, when he presented with an inr of 5.2. The day after inr was down to 1.7. The patient was then hospitalized (B)(6) 2015 with hematuria, elevated ldh and abnormal pump parameters and the patient was prepared for lysis therapy. The patient received 5 doses of actilyse 10mg. After the 5th dose pump parameters returned to normal. Two hours after lyses, the patient complained of headache and nausea. During CT scan he showed opacification and convulsion. The patient was intubated and sab (subarachnoidal bleeding) was confirmed. An emergency hemi craniotomy followed on (B)(6) 2015. Heparinization was not possible due to the hemi craniotomy procedure. 36 hours later, the pump parameters increased again to >20w. Pump stopped at 10:40, patient expired 11:40. Despite support with catecholamines, the patient died in low cardiac output syndrome. Cause of death was recurrent pump thrombosis due to iatrogenic correction of coagulation. No further information is available.